Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned; medical records received and evaluation: no medical records were received for review with a clinical consultant ; device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. A memo provided by a principal microbiologist concluded; due to the nature of the organism isolated - susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not possible that e. Coli could have originated from the implants. The following devices were also listed in this report: tibial baseplate; cat# unk; lot# unk; femoral component; cat# unk; lot# unk ; patella; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that a stage 1 revision was performed on patient's right knee for infection (infection clinically confirmed, surgeon reported the infecting microorganism as e. Coli), after patient complaint of pain. A tibial baseplate, femoral component, patella (implanted (B)(6) 2018) and liner (implanted (B)(6) 2018) were all explanted and an antibiotic cement spacer placed.